Event description:
After completion of use of the device, the user observed that the device displayed indicators that it was running on battery backup power, even though it was still connected to an ac power source. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Investigation in progress, but not concluded.